Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, xodus medical, inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue.

Event description:
This is a voluntary distributor report. During incoming inspection, the foreign/(B)(4) distributor rejected this device for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This report is being raised as a voluntary distributor report on the basis of device malfunction with potential for injury.